Event description:
Patient was being seen in the office for removal of mediport. During the procedure, it was discovered that the mediport tubing was not intact. The port and what tubing was left connected to it was removed. The patient was sent for chest x-ray. Doctor asked to have CT with pulmonary embolism protocol ordered. Patient sent to hospital for CT scan.what was the original intended procedure?port used for IV medication or chemotherapy.device #1is this a laboratory device or laboratory test?no.